Manufacturer narrative:
This supplemental is being filed to update h6: patient codes with infection.

Event description:
It was reported that this right ventricular (rv) lead was capped due to unspecified reason. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this right ventricular (rv) lead was explanted due to infection. There were no additional adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead was capped due to unspecified reason. A new lead with different model was implanted. No additional adverse patient effects were reported.